Manufacturer narrative:
The sample was a serum with no apparent hemolysis, lipemia, or icterus. The results of previous total bilirubin tests on this patient were within the normal reference range. Additional information was requested from the originator but not received to date. A root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated total bilirubin (tbil) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory. The sample was tested using an alternate method, and the result was within the normal reference range, which was accepted as the true value. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.